Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received battery failed alarm. The blood glucose level was 258 mg/dl and 256 mg/dl. Customer treated with insulin pump for high blood glucose. Customer stated that insulin pump did not alarm with replace battery now. Customer also stated that the insulin pump received multiple pump error and insulin pump was passed the self-test. The product will not return for the analysis.